Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose level of high. The customer administered a correction injection via mdi to address the bg and continued to use the pump for insulin therapy. Technical support educated the customer on the meaning of an incomplete alert and on properly turning off pump screen to avoid accidental touches, and after ensuring insulin treatment was resumed, technical support advised monitoring pump and following up if issue returned.